Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. The customers blood glucose level was not impacted. The customer was able to reload the cartridge and resume insulin delivery. Reportedly, the customer filled the cartridge before the cartridge detection was complete.